Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system revision procedure due to high impedances on the leads. No additional adverse patient effects were reported. The location of the explanted device is unknown.

Manufacturer narrative:
The devices were not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: db-2201-45dc. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: lead kit 45cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system revision procedure due to high impedances on the leads. No additional adverse patient effects were reported. The location of the explanted device is unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: db-2201-45dc. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: lead kit 45cm. Unique identifier (UDI) #: (B)(4).